Manufacturer narrative:
Evaluation summary: the incident sample was not returned for evaluation however, a picture sample for the impacted lot was returned by the customer. This picture sample was sent to the supplier for evaluation. No failure mode was identified with the picture sample. The instructions for use was reviewed and found to include warnings that the cord should be inspected before and after each use for cracks, nicks, cuts, dents, or depressions which may decrease the insulation effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had an issue with the loop. After connecting a resectoscope, a blazing sound was heard from the cable tip during a second activation. Sparking was also noted. The issue resulted in damage to the surgeons hand and a burn to the tip of the patient's urinary opening. The patient experienced between 250-500 cc's of bleeding, requiring a transfusion. The patient also had a second degree burn on the wall of the surgical site, requiring additional surgical treatment. Another device was used to complete the procedure. The issue caused patient hospitalization to be extended by three additional days.